Event description:
It was reported that a revision surgery was performed due to disassociation.

Manufacturer narrative:
The insert showed signs of burnishing on the inferior surface and deformation of the posterior locking mechanism. The cause for the burnishing may be caused by, but is not limited to, the insert experiencing micromotion, before or after disassociation, or particulate debris, such as bone cement fragments or bone chips, caught between the insert and the baseplate. Additionally, the anterior locking mechanism showed little deformation, indicating that the insert was not fully seated in the tibial baseplate. On the superior, articulating surface the insert showed no visible signs of wear. The insert post showed deformation on the anterior side likely due to contact with the femoral component and deformation of the superior-most region of the post. The cause of disassociation could not be determined from the information provided.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation.